Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an abnormality occurring in communication between the endoscope and the processor did not take place since the connector of the camera head fit into the processor. However, it is possible that the e226 error occurred due to the communication failure caused by the faulty cable. The cause of the faulty cable could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head connector could not fix into the processor. The issue was found during preparation for use. There were no reports of patient harm. The device was returned to service where estimation found the device was displaying the error e226. This report is being submitted for the reportable malfunction found at estimation.

Manufacturer narrative:
E2 marked in error. During evaluation, the following were found: problem with the connection to the video processor (it held into the socket without problem), but the camera head gave error e226. The image is partly visible but was not usable. The camera head has a damaged cable unit (no visible mechanical damage, no visible stain of water inside the cable unit). The camera head is water tight. The cable unit will be replaced. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.